Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. No deficiencies were identified. A device condition check was completed with no anomalies noted without requiring any repair. The related cf-h185i sn (B)(6) had contact plug problems with the clv-190 giving b30/e216 despite changing two different clv-190 loaner devices; the customer's light source remained on-site. No moisture was detected in the endoscopes. The xenon lamp of the light source was renewed and a functional test was carried out. Replaced part - n3645700 maj-1817 replacement lamp clv-190. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had a b30 error. There were no reports of patient harm. This report is related to linked patient identifier: (B)(6).